Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain and complex regional pain syndrome type I. It was reported that the patient met with the rep and the rep was not getting any boxes when they read the ins. The rep stated that the ins felt oriented differently and could only get 2 coupling boxes. It was confirmed that the ins was flipped in the pocket. The healthcare provider (hcp) came into the patient room and was able to manually flip the device in the pocket. The rep was able to get 8 black boxes and charging normally. No further actions were planned at this time. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.